Manufacturer narrative:
(B)(4). During follow up, it was reported that the patient passed away in the hospital. The cause of death was reported as peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as due to a fungal infection in the pd catheter; however, this was not medically confirmed. The patient was hospitalized for the event. Treatment for the event was not reported. On an unspecified date the same month as hospitalization, pd therapy was discontinued and the pd catheter was removed. At the time of this report the patient was on life support and the recovery status was unknown. No additional information is available.